Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The tube was disposed of by customer and the lot number was not retained. The date of manufacture cannot be determined.

Event description:
A 6dct shiley cuffed tracheostomy tube was being replaced as a part of the routine trach change. It was accidentally replaced with a shiley size 6 cuffless tracheostomy tube. This was noticed as soon as the patient was reattached to the ventilator and there was a massive leak. The cuffless tracheostomy tube was removed and changed back to a new 6 dct cuffed tracheostomy tube. During the process of exchanging the cuffless tracheostomy tube for the cuffed tracheostomy tube the patient desaturated severely. This occurred on (B)(6) 2015. The patient was later discharged. The device will not be returned for evaluation, it was disposed of by customer.